Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced alarms which sounded similar to the alarms when switching power sources. It was unclear if the alarm occurred while on battery or mobile power unit (mpu) power, per patient. Due to age of driveline and unexplained alarms, log files were submitted for a review. Driveline was noted with repair tape throughout the entire length of the driveline due to eroding silicone. The event log captured routine events; the device appeared to be functioning as intended. The battery clips were replaced.